Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their upper aligner is cutting their gums and roof of their mouth. They have filed down the aligner several times, have gone to see their dentist and emergency visit. Provided gum tissue recommendations, requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.